Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on when the batteries were inserted. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was not powering on and was drawing excessive current. Upon evaluation component c9 shorted on ca board (B)(4). The material of the pca board around the c9 component was burnt. The c9 component is an equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The cause for the inability to power up was the shorted component. The root cause for the shorted c9 component could not be positively determined. No adverse vent resulted from the shorted component. The patient was issued a replacement monitor. (B)(4).